Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen PICC. The customer reports that a single lumen PICC was placed. The PICC infiltrated 1-2 weeks after placement, while running tpn + lipids thus causing a pleural effusion. The PICC was removed and the pt was treated with antibiotics. The customer also reports that a chest tube was put in, and pt ended up with bilateral chest tubes. The pt was transferred to another facility. The pt later expired. There is no correlations between this incident and the pt's death.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.